Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: date of initial surgical procedure? On (B)(6) 2018. Patient symptoms: llq pain with full bladder and worse with urination, persists for few minutes post void. Severe enough that unable to work. Describe the manifestation of reaction -reactive mucosa (location, severity, appearance)? About 2 cm patch of edema, finger-like projection left lateral wall just inside the bladder neck, around 2 o-clock position. Date of cystoscopy when the reaction was observed? On (B)(6) 2018. Has the mesh been removed already? No. Has the reaction and pain resolved? No. Does the surgeon believe the mesh caused the reaction and the pain? Yes. If yes, kindly elaborate why? No symptoms before mesh insertion. No cystoscopic findings in bladder prior to tvto and during tvto insertion. Biopsy and urine cytology do not show malignancy but support local tissue reaction. CT and cystogram all normal with no leak. Was there any allergy testing performed? If yes, results? Cystoscopy, bladder biopsy, CT, cystosgram.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2018 and the mesh was implanted. It was reported that the patient experienced a reaction to the mesh. The cystoscopy was performed on (B)(6) 2018, and a surgeon could not see a mesh, but there was a reaction. Biopsy test came back as a reactive mucosa described as about 2 cm patch of edema, finger-like projection left lateral wall just inside the bladder neck, around 2 o-clock position. A few months after surgery, the patient also developed left lower quadrant pain with full bladder and worse with urination, persists for few minutes post void and severe enough that unable to work. It was also reported that the mesh required to be removed. At this time, the mesh has not been removed yet and reaction along with pain has not resolved. The surgeon opined that the mesh caused the reaction and pain because there were no symptoms and cystoscopic findings in bladder prior and during initial procedure, biopsy and urine cytology did not show malignancy but support local tissue reaction and CT and cystogram were all normal with no leak.